Manufacturer narrative:
Upon further information, this investigation will be updated.

Event description:
It was reported that during a follow up noise was seen on the right ventricular (rv) lead. The pace impedance measurements were high and out of range and the configuration had changed to unipolar due to the lead safety switched being triggered. Maneuvers were performed and noise was reproduced. Rv lead failure was suspected and an additional rv lead procedure was scheduled. No adverse patient effects were reported. Additional information noted that a revision took place and this lead was surgically abandoned. Insulation damage was suspected.